Event description:
A failure code 570. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding demographics, medication involved, or device programming.

Manufacturer narrative:
A request for the return of the device has been made.